Manufacturer narrative:
Findings: unit received unable to download to care-link pro due to multiple a47 alarms in history screen. A47 alarms due to corrupted history file. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they are unable to download to carelink. Customer's blood glucose was unknown mg/dl.